Event description:
It was reported that the pump becomes hot to touch when plugged in to charge. There was no impact to customer's blood glucose level. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.